Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to pre-dilate the target lesion. Upon first inflation, the balloon ruptured at 18 atmospheres at an unknown duration. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).